Manufacturer narrative:
The pod generated an 0x3d alarm, indicating step sensor asserted before wire driven. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. The internal tear is confirmed as the root cause of the reported 0x3d alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.1, hardware: iphone17.3, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 1 and 4 hours. When the pod was removed from the infusion site on their leg, the pod's cannula was found damaged. No treatment was reported.